Event description:
Customer reported a false negative antibody screen on the abs2000. A patient sample tested negative on the abs2000, but had a positive panel on the echo and manual capture.

Manufacturer narrative:
The patient's sample (four drops of plasma submitted) was tested with selected cells from crrid, lot dp025 and crrs(4), lot g157. Fuzzy reactivity was observed with all cells tested. The sample was insufficient to do further investigation. Additional sample was requested from the customer. Additional samples were tested on an in-house abs2000 instrument using retention capture-r ready-screen(4), lot g156. The samples were nonreactive on the in-house abs2000 instrument. A sample was tested on the echo with capture-r ready-screen (3), lot r019 and retention capture-r ready-ID, lot id096. Positive reactivity was observed, but no antibody specificity could be determined. Testing of sample with retention capture-r ready-ID extend I, lot dn023 on the echo gave invalid results; the sample was dat negative on the echo.the sample volume was insufficient for further testing. Manual capture testing was performed with retention crrs(4), lot g156; all cells were non-reactive. The event appears to be related to the nature of the sample.